Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.

Event description:
It was reported by the customer that a pyxis medbank system cabinet or application unexpectedly rebooted at least twice a day while pulling meds(clonazepam 0.5 mg tablets). The customer reported that this issue caused a discrepancy because transaction was not registered and there was no report of delay to patient care. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medbank system cabinet or application unexpectedly rebooted at least twice a day while pulling meds (clonazepam 0.5 mg tablets). The customer reported that this issue caused a discrepancy because transaction was not registered and there was no report of delay to patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, e3, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 07-nov-2022 to 06-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application unexpectedly rebooted at least twice a day while pulling medications and the aio screen went black. A technical support specialist suggested the customer to remove the power strip and connect only the aio and the cabinet to the outlet, the customer replied as there was no conditions on site to move the other devices to a different outlet and informed none of the other devices were affected when the aio screen went black, requested the customer to instruct the facility staff to call tsc right after the issue was detected and while they are still by the cabinet . The investigation is pending; a supplemental report will be submitted once the investigation process has been completed.